Manufacturer narrative:
(B)(4).

Event description:
Complaint description: when performing a declot procedure the distal tip broke off and migrated to the lung. There was a second intervention to potentially snare the tip but that was unsuccessful. Patient is in stable condition.

Event description:
Complaint description: when performing a declot procedure the distal tip broke off and migrated to the lung. There was a second intervention to potentially snare the tip but that was unsuccessful. Patient is in stable condition.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "if the flexible tip 'folds over' itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.